Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 27jan2021.

Event description:
The customer called into technical support (ts) reporting that the device shut down completely and won't power back on. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:18feb2021. B4:19feb2021. H11:g5:k102985. H10: additional information was received indicating that a covid-19 patient was being ventilated when the device shutdown without annunciating an alarm. The patient was moved to a different unit as a result. The patient decompensated during the device exchange but experienced no harm. Based on this information, the type of reported event is being updated to serious injury. The hospital's bio-med took the unit out of service for evaluation and reported that it could not be turned back on. The philips field service engineer (fse) was dispatched to the site for additional evaluation. The fse replaced the replaced power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device power management printed circuit board assembly (pm-pcba) was returned to philips for failure investigation analysis. Upon inspection and evaluation of the pm-pcba, it was determined that the customer complaint could not be verified with no fault found.